Event description:
New information reported notes that the device could not be interrogated and is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's pacemaker could not be interrogated. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.